Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation. A review of the device history record (DHR) confirmed the subject device was manufactured and released in accordance with specifications. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The possible root causes include: -deterioration due to long-term use as more than 6 years have passed since the subject device was manufactured. - deterioration of the light emitting control parts of the subject device due to the effect of installing a xenon lamp manufactured by another company. The user did not notice the description in the instruction manual (or ignored the description) and installed a lamp (non-specified item) other than the specified olympus lamp. -as there was no anomaly in the subject device, it is presumed that the event occurred by an accumulation of dirt due to long-term use or because the user did not notice the description in the instruction manual and used the maj-901 (water feeding tank) beyond its life time. The instructions for use warn: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire."

Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report could not be duplicated. The results of the testing found debris inside the air pump tubing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the light source lamp is strobing. The reporter stated this occurred during procedure however; there was no information indicated of patient injury or any adverse event. Olympus is attempting to gather additional information related to this report.